Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose of 400 mg/dl due to a bent infusion cannula. Pt inserted the infusion headset and did not think it was inserted correctly. She removed the headset and found the cannula was bent and did not enter her skin. Normal blood glucose is 100-125 mg/dl. Pt switched to a different type of infusion set and bolused to decrease her blood glucose. Insertion device was used to insert the headset, and pt noticed the issue 2-3 hours following insertion. Pt followed instructions for use when using the product. Pt discontinued use of this type of infusion set. No product was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.